Event description:
It was reported that an unspecified bd pen needle was unable to deliver medication during use. The following was reported by the initial reporter: "it was reported that needle is blocked. Verbatim: needle blocked. Date sanofi received complaint: 23.11.2020. Date sanofi received the sample: 28.12.2020. Pir: (B)(4)."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 1/27/2021. H.6. Investigation: customer returned a single pen needle with no cap for identification. The pen needle was attached to a test pen. The pen was primed to pass a saline solution through the pen needle multiple times, but no solution passed through the pen needle. The pen needle was then observed under magnification. A crystalline powder was observed inside the distal tip of the pen needle¿s cannula. The pen was also wired. The wire traveled through the majority of the cannula but was stopped prior to its distal tip. The blockage could not be removed with the wire. Due to the location and physical properties of substance, it is believed to be leftover insulin, potentially present if the patient had used the needle multiple times. No DHR review can be carried out as lot number is unknown. The root cause of the needle becoming clogged appears to be multiple uses of this particular pen needle.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that an unspecified bd pen needle was unable to deliver medication during use. The following was reported by the initial reporter: "it was reported that needle is blocked. Verbatim: needle blocked. Date sanofi received complaint: (B)(6) 2020. Date sanofi received the sample: (B)(6) 2020. Pir: (B)(4).